Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8590-1, lot# n097195, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8840, product type programmer, physician. (B)(4).

Event description:
It was initially reported on (B)(6) 2014 that the device manufacturer representative was called to a case on the date of this report for which he thought was a normal pump replacement but when the pump was interrogated, the logs showed that eos (end of service) had occurred on (B)(6) 2014. The patient was asymptomatic. The reporter wasn¿t near a printer so he planned to wait until he could get to a printer to print the out the logs as they wanted to determine the starting dose for the patient if the patient had not been receiving intrathecal drug since (B)(6) 2014 when eos occurred. The device system was used to deliver morphine. It was later noted the morphine dose and concentration were lowered. It was later reported that last the device manufacturer representative had heard the patient was doing fine. It was later reported that the delay was due to the patient¿s blood count being off at the original eos replacement making surgery too risky and the procedure being called. Additional information received (B)(6) 2014 reported the health care provider was not able to aspirate the catheter so it was full of morphine at the time of replacement. The new pump had been primed with morphine before connecting on (B)(6) 2014.